Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection as well as an inspection of the provided fluoroscopic images. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the clinical observation. The lead proved to be without fault throughout its inspection. In particular, the values of the parameters measured during the mechanical and electrical analysis were within the technical specifications. The analysis of the provided fluoroscopic images showed the lead in the implanted state with a deployed helix and gained no further information regarding the root cause of the clinical observation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Four days after the implantation, non-capture on the ventricular channel was observed. The lead was explanted.